Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the review of the black box data showed multiple occlusion alarms with high force. During the actual testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the sensor was detecting the correct applied load. In addition, the pump was exercised for 24 hours with no occlusion occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).